Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for "system volume too small" during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The reported device was investigated at the hospital by our field service engineer (fse). The device control pc board was replaced and sent in for investigation. Our investigation of the returned control pc board shows that the board is faulty. The same reported issues are reproduced during our testing in laboratory environment. Electrical measuring verifies that the cause was due to a component error.